Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation/slda (single leaflet device attachment) appears to be related to a combination of challenging patient anatomy (thin and short septal leaflet) and procedural conditions (very limited visibility of septal leaflet). The reported tricuspid regurgitation is a cascading event of the slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) and a short, fragile septal leaflet for a triclip procedure. The first triclip was implanted on the posterior-septal leaflets. After deployment of the clip it was determined that the clip had a single leaflet detachment (slda) and was detached from the septal leaflet. A second triclip was implanted next to the first clip to stabilize the first clip. Similarly, after deployment of the clip it was determined that the clip had an slda and was detached from the septal leaflet. Per the physician, the septal leaflet was too thin and the fragility of the leaflet caused both slda's. The procedure was discontinued without implanting any additional triclips. The final tr remained at grade 3. There was no clinically significant delay reported.